Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received an unknown drug (device registry lists the drug as unknown morphine 10mg/ml, 0.5mg/day)in an implantable pump for non-malignant pain and chronic low back pain. The personal therapy manager (ptm) indicated the patient received an unexpected bolus lockout. The patient was supposed to get 4 boluses a day, but only received 3 (lockout interval of 1 hour, dose restriction interval (dri) of 1 activation every 3 hours). The logs indicated the patient successfully received 3 boluses on (B)(6) 2016 (0435, 0747, 1039) and 5 boluses on (B)(6) 2016 (0609, 0939, 1339, 1623, and 2320). It was further stated the patient also received 5 boluses on (B)(6) 2016 with the last bolus received at 2320. The reporter confirmed the 8840 currently had the correct time of day. The reporter was going to update the pump to see if that resolved the issue. There were no patient symptoms. Additional information was requested from the healthcare provider (hcp) regarding drug information, actions/interventions required, if the cause was determined, and if the issue resolved. If additional information is received, the event will be updated.